Event description:
It was reported that during a meniscus repair surgery, fast fix t2 fell off from the inserter. Both implants were removed with tweezers. Surgery resumed after a non-significant delay of less than 30 minutes with a competitor starsportmed device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found two fast fix on a table and their original boxes, both pictures show the devices without the anchors and sutures, there is a thread beside one of the devices. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended, inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. (B)(4). All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.